Event description:
Upon medication arrival to the site, one elastomeric device, model # e102000, lot # 0202526640, filled with ertapenem (11 gram/ 0.9 percent sodium chloride) completely leaked out. Elastomeric device was clamped.